Event description:
According to the facility the patient was given "2l of oxygen nasal cannula" after "both lumens were flushed with the pre-filled syringe to keep catheter patent" and patient complained of being short of breath and their chest being heavy.

Manufacturer narrative:
According to the facility the patient was given "2l of oxygen nasal cannula" after "both lumens were flushed with the pre-filled syringe to keep catheter patent" and patient complained of being short of breath and their chest being heavy. Per the facility nothing was infusing prior to the flush and after "5-7 minutes" the patient was discharged as stable. Per the facility no serious injury occurred. The sample was requested for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.